Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 511.776, lot 24944 manufacturing location: (B)(4), manufacturing date: 28.aug.2015. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2016 the torque limiter fell into several pieces when surgeon turned locking screw into backward direction. No piece of the instrument remained in the patient. Surgery was completed with no risk, harm to the patient and with no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed for part # 511.776. Torque limiting attachment was returned for manufacturing evaluation. Visual inspection and device history records review were completed as part of this investigation. The investigation of the torque limiting attachment has shown that the tip (part of attachment) is unscrewed of the main body. The instrument was analyzed for conformance to print specifications. Device history record review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No abnormal findings were identified. The broken device was manufactured in august 2015. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we therefore assume that a heavy exceeding mechanical overloading situation during use which caused the occurrence. The complaint description has shown that the instrument was used to loosen a screw. Please note that the torque limiting attachment is not intended for this use. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of manufacturing related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.